Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unraveled and came apart in pieces- tampon [device breakage] case narrative: consumer reported via email that the tampon unraveled and came apart in pieces. No injury was reported.